Event description:
Philips received a complaint by the customer on the v60 indicating that the device was loose on the stand. There was no patient involvement at the time the issue was discovered as the issue was found during a scheduled preventive maintenance (pm). No patient or user harm was reported. The customer called technical support to report that the device was found to be loose on the stand during routine scheduled maintenance. The customer placed a part order for the replacement central processing unit (cpu) tray cover under contract. Investigation is ongoing

Manufacturer narrative:
The customer called technical support to report that the device was found to be loose on the stand during routine scheduled maintenance. The customer placed a part order for the replacement central processing unit (cpu) tray cover under contract. Per good faith effort (gfe) response, the replacement cpu tray cover was received and installed, after which the issue was resolved. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.